Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-01860. It was reported that the physician was unable to implant two leads on (B)(6) 2019 due to patient anatomy. The procedure was abandoned and a paddle lead was able to be successfully implanted on (B)(6) 2019.

Event description:
Related manufacturer reference number(3006705815-2019-01860.